Event description:
It was reported that the pt had full revision surgery due to a lead discontinuity. The explanted product has been returned to the manufacturer, but analysis is pending. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.